Event description:
It was reported that low sensing and high threshold were observed. The lead was explanted.

Event description:
Additional information shows lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.